Manufacturer narrative:
Correction: h10: (clinical review) clinical review: a temporal relationship exists between hd therapy utilizing the optiflux 180nre dialyzer, and the serious adverse events of a hypersensitivity/allergic reaction, characterized by coughing, wheezing, lip/facial tingling, facial burning sensation, and facial swelling. These symptoms occurred both during and following hd therapy and are being remediated by the utilization of alternative dialyzers [e.g., optiflux 180 nre (electron beam sterilize), nipro cellentia, baxter revaclear, steroids and an inhaler. During hd therapy, blood comes into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur a hypersensitivity/allergic reaction while using these products. Additionally, hypersensitivity reactions have been known to occur days, months, or even years after use with the same dialyzer model. Based on the information available, the optiflux 180nre dialyzer cannot be disassociated from the serious adverse events. While there was no report of a manufacturing defect being noted or observed, the patient did experience these symptoms during treatment, of which some are considered traditional signs/symptoms of a hypersensitivity/allergic reaction. Furthermore, given the patient¿s favorable response to the alternate dialyzers, and no sample available for manufacturer investigation/evaluation, the optiflux 180nre dialyzer cannot be excluded from having a causal and/or contributory role in the serious adverse events.

Event description:
The point-of-contact (poc) for this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 180nre dialyzer for renal replacement therapy (rrt) contacted fresenius for assistance with addressing hypersensitivity/allergic reactions the patient is encountering during treatment. The patient is experiencing bouts of coughing, wheezing, lip/facial tingling, facial burning sensation, and facial swelling following the completion of hd therapy utilizing products sterilized in ethylene oxide (eto). The poc reported no medical intervention was provided by the clinic, however the patient has attempted to take benadryl, pepcid, gabapentin, and over the counter allergy medications (e.g., claritin, allegra) to alleviate the symptoms. Additionally, the patient has been evaluated by an allergist (findings not provided) and a pulmonologist who prescribed a nebulizer (drug not provided) to address the patient¿s wheezing and coughing. Follow-up with the patient¿s clinical manager (cm) confirmed the patient has a hypersensitivity/allergic reaction to the eto used to sterilize fresenius products (e.g., combi-set bloodlines and optiflux dialyzers). Although the definitive timeline is unknown, the patient was initially switched to the optiflux 180nre (electron beam sterilized) dialyzer, followed by the nipro cellentia in (B)(6) 2024, and finally the baxter revaclear dialyzer. The cm reported the patient is currently taking steroids (drug, dose, route, frequency not provided) at home to address the adverse events, as well as a breo ellipta inhaler and intravenous benadryl (IV) pre-treatment. The cm stated the patient is extremely swollen and fluid overloaded, partially due to the steroids but also due to the patient¿s unwillingness to exercise and refusal of additional hd treatments.

Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. There were no lots delivered from the reported catalog number during this time frame. The search was then extended to find the last delivered lot with the reported catalog number. The search did not yield any results. Therefore, a lot history review, or a lot record review could not be performed. The reported issue could not be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device.

Event description:
The point-of-contact (poc) for this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 180nre dialyzer for renal replacement therapy (rrt) contacted fresenius for assistance with addressing hypersensitivity/allergic reactions the patient is encountering during treatment. The patient is experiencing bouts of coughing, wheezing, lip/facial tingling, facial burning sensation, and facial swelling following the completion of hd therapy utilizing products sterilized in ethylene oxide (eto). The poc reported no medical intervention was provided by the clinic, however the patient has attempted to take benadryl, pepcid, gabapentin, and over the counter allergy medications (e.g., claritin, allegra) to alleviate the symptoms. Additionally, the patient has been evaluated by an allergist (findings not provided) and a pulmonologist who prescribed a nebulizer (drug not provided) to address the patient¿s wheezing and coughing. Follow-up with the patient¿s clinical manager (cm) confirmed the patient has a hypersensitivity/allergic reaction to the eto used to sterilize fresenius products (e.g., combi-set bloodlines and optiflux dialyzers). Although the definitive timeline is unknown, the patient was initially switched to the optiflux 180nre (electron beam sterilized) dialyzer, followed by the nipro cellentia in july 2024, and finally the baxter revaclear dialyzer. The cm reported the patient is currently taking steroids (drug, dose, route, frequency not provided) at home to address the adverse events, as well as a breo ellipta inhaler and intravenous benadryl (IV) pre-treatment. The cm stated the patient is extremely swollen and fluid overloaded, partially due to the steroids but also due to the patient¿s unwillingness to exercise and refusal of additional hd treatments.

Event description:
The point-of-contact (poc) for this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 180nre dialyzer for renal replacement therapy (rrt) contacted fresenius for assistance with addressing hypersensitivity/allergic reactions the patient is encountering during treatment. The patient is experiencing bouts of coughing, wheezing, lip/facial tingling, facial burning sensation, and facial swelling following the completion of hd therapy utilizing products sterilized in ethylene oxide (eto). The poc reported no medical intervention was provided by the clinic, however the patient has attempted to take benadryl, pepcid, gabapentin, and over the counter allergy medications (e.g., claritin, allegra) to alleviate the symptoms. Additionally, the patient has been evaluated by an allergist (findings not provided) and a pulmonologist who prescribed a nebulizer (drug not provided) to address the patient¿s wheezing and coughing. Follow-up with the patient¿s clinical manager (cm) confirmed the patient has a hypersensitivity/allergic reaction to the eto used to sterilize fresenius products (e.g., combi-set bloodlines and optiflux dialyzers). Although the definitive timeline is unknown, the patient was initially switched to the optiflux 180nre (electron beam sterilized) dialyzer, followed by the nipro cellentia in (B)(6) 2024, and finally the baxter revaclear dialyzer. The cm reported the patient is currently taking steroids (drug, dose, route, frequency not provided) at home to address the adverse events, as well as a breo ellipta inhaler and intravenous benadryl (IV) pre-treatment. The cm stated the patient is extremely swollen and fluid overloaded, partially due to the steroids but also due to the patient¿s unwillingness to exercise and refusal of additional hd treatments.

Manufacturer narrative:
Clinical review: a temporal relationship exists between hd therapy utilizing the optiflux 180nre dialyzer, and the serious adverse events of a hypersensitivity/allergic reaction, characterized by coughing, wheezing, lip/facial tingling, facial burning sensation, and facial swelling. These symptoms occurred both during and following hd therapy and are being remediated by the utilization of alternative dialyzers [e.g., optiflux 180 nre (electron beam sterilize), nipro cellentia, baxter revaclear), steroids and an inhaler. During hd therapy, blood comes into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur a hypersensitivity/allergic reaction while using these products. Additionally, hypersensitivity reactions have been known to occur days, months, or even years after use with the same dialyzer model the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.